Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that tachycardia therapy was temporarily programmed off in the device to perform a ventricular tachycardia (vt) ablation procedure. It was noted that during the procedure the patient had to be externally rescued multiple times as the patient went into vt during the ablation procedure. The clinician did not believe the electrocautery was close to the leads to interfere. Following the vt ablation the implantable cardioverter defibrillator (ICD) was unable to be interrogated after multiple attempts. Another programmer was attempted and the device was still unable to be interrogated. Boston scientific technical services (ts) was consulted and advised that the ICD should be explanted. The clinician noted they would continue to attempt to interrogate in the lab prior to explanting the device. Further information was received that it was determined the patient had an abdominal device and the electrophysiology (ep) fellow was trying to establish telemetry in the shoulder pectoral region. Once they realized it was abdominal, telemetry was easily established. The physician opted to perform an elective procedure where the device was explanted from the abdominal region and reimplanted in the pectoral region. The existing right ventricular (rv) lead was connected to the device. Defibrillation threshold (dft) testing during the revision procedure was successful. The device and rv lead remain in service and no adverse patient effect were reported.